Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: lesion was the rpla. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a concentric, calcified lesion in the distal right coronary artery (rca). The device was inspected with no issues. It was reported that the device could not cross and that stent deformation occurred in vivo during positioning. The patient is alive with no injury.